Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) of the authorized getinge distributor visited the event site and evaluated the iabp after therapy was completed on the patient. The fse performed function testing and the iabp functioned continuously for forty (40) minutes before the iabp alarmed "system over temperature' followed by the iabp powering down. Further evaluation and repair of the iabp are pending. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that while in use on patient the cardiosave intra-aortic balloon pump (iabp) suddenly powered down. No patient harm or adverse event was reported.

Manufacturer narrative:
The authorized getinge distributor¿s field service engineer (fse) determined that the malfunction was caused by the vacuum reservoir pressure being below specifications. The fse cleaned the vacuum reservoir muffler. The fse then performed all functional tests on a system trainer. The iabp unit passed to specifications; no further problems were found. No parts were replaced and the iabp unit was cleared for clinical use.

Event description:
It was reported that while in use on patient the cardiosave intra-aortic balloon pump (iabp) suddenly powered down. No patient harm or adverse event was reported.